Event description:
It was reported that the patient began experiencing increased spasticity within 24 hours of a pump refill. The spasticity was worse at night and required oral supplementation. Prior to this, the patient was stable. Diagnostically, the healthcare provider (hcp) did about everything he could think of. Specific diagnostics were not reported. It was noted that the drug was replaced several times, which did not change the symptoms. It was noted that the refills were being done by an experienced nurse. No volume discrepancies occurred. Finally, the hcp replaced the entire system. Following the replacement, the patient initially did well. However, the patient¿s symptoms later returned, which is captured in a different event. The device system was used to deliver non-compounded baclofen.

Manufacturer narrative:
(B)(4).